Event description:
It was reported that there was a bent screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a bent screwdriver.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The lag screwdriver gamma3 returned where the pegs/teeth are deformed at the top and the threads at the distal end are completely bent and squeezed together and flattened. Which is caused by the application of high force in tightening while it was misalignment. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related as there was the application of excess torsional force. If any additional information is provided, the investigation will be reassessed.